Event description:
On (B)(6) 2010, the lay-user/patient (a gestational diabetic) contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately erratic and had given her an unspecified error message. The patient also alleged that her one touch ultra test strips were "clumping together" and peeling. The patient indicated that the alleged issues started on an unspecified date/time 3 weeks prior to contacting lfs on (B)(6) 2010. In regards to alleged meter inaccuracy issue, the patient reported blood glucose results of "288 and 137 mg/dl." It is not known what the time difference is between the two results. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. At an unknown time after the alleged issue began, the patient claimed that she developed symptoms of frequent urination and dizziness. The patient also claimed that she was hospitalized and admitted to a labor unit because of the alleged issues. The patient was unwilling to answer any further questions and declined to provide additional information. The patient disconnected the call with the customer service representative (csr). It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/times the reported lfs meter readings were obtained, what date/time the symptoms developed, what meter readings the patient obtained before and after the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know if the hospital tested her blood glucose, if she received any treatment from the hospital visit, what her diagnosis was upon admission to the hospital, and what meter readings she obtained before, during, and after the hospitalization. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury and was hospitalized as a result of the alleged issues.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.